Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: a3- date of birth (transcription error).

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid behind the front panel, and on the bottom cover recess underneath the pump assembly during an internal inspection of the cycler. There were visual indications of discolored tubing during an internal inspection of the cycler. The cause of the observed dried fluid, and discoloration could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. Initially the patient's contact reported to fresenius customer service that their drain 1 was very slow. They contacted the pd registered nurse (pdrn) and were advised to cancel treatment. After cancelling treatment they observed the cassette had leaked. Upon follow up, the contact clarified that during the event they contacted their pdrn to inform them of the slow drains and were advised to attempt a manual drain to determine if issues are due to the patient. The patient was able to manually drain without issues. The pdrn informed the contact that the cassette may have had a leak and advised them to cancel treatment. It was at this point that the patient's contact reported that there was fluid within the cycler cassette compartment. There were no alarms during the treatment. Treatment was completed with the cycler after setting up new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. After the contact informed technical services of the leak within the cycler, they were advised to discontinue use. The reported cycler was replaced and was scheduled to be returned to the manufacturer for physical evaluation.